Manufacturer narrative:
(B)(4).

Event description:
Impedance measurements greater then 4000 ohms on some of the bipolar pairs occurred. An impedance measure of less then 250 ohms was noted also. The possibility of an open circuit was discussed. The pt's status/outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.